Event description:
This lead was capped. The pt was shooting a rifle and broke the lead in half. The physician replaced this lead successfully. Should add'l info become available, this event will be updated.